Event description:
A response was received from the initial reporter, provided her name, title, and confirming that the subject device was inspected prior to use. All other details were unknown.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & section e. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The coupler nut was found loose. Additionally, the rear cover packing was found chipped. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head had a loose coupler nut. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately identify the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the loose coupler nut could not be determined. Olympus will continue to monitor field performance for this device.